Manufacturer narrative:
The investigation for the reported access site bleed and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and limb ischemia could not be determined. Revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23750 was submitted.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device and experienced access site bleeding along with a concern for limb ischemia. The patient had access site bleeding and a hematoma. The groin was redressed and a stitch was placed but the hematoma persisted. Additionally, the team was unable to find pedal pulses in either foot. The feet were cool and noted to be likely due to poor overall perfusion combined with peripheral artery disease. The patient was taken back to cardiac catheterization lab to re-assess the left anterior descending artery. Due to concern for bleeding and possible limb ischemia, the impella and repo sheath were removed and 14 french sheath was placed in its place with hemostasis. The patient continued with extracorporeal membrane oxygenation support. The physician proceeded with the left heart catheterization and percutaneous interventions. The bleeding required eight units packed red blood cells and no blood products prior to the time of the impella cp removal. It was planned to take the patient to the cardiovascular operating room with vascular surgery for a right femoral cut-down, exploration and closure. Final right lower extremity angiogram showed flow down the common femoral artery with extravasation of contrast. The patient was reported to be critical following this event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿